Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy. This was observed during the daily testing of their device. The biomed further evaluated the device and shocked the device three times. The energy output of the first and second shock was within specification. However, during the third shock, a loud ¿pop¿ sound was heard. The biomed disassembled the device and observed that several capacitors were damaged on the therapy pcb assembly. The biomed was unsure if there was an energy output for the third shock. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was also observed that the device was unable to charge for defibrillation on higher energy levels. At lower energy levels the device was able to charge for defibrillation but displayed ¿abnormal energy delivery¿. Physio replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically overstressed diode, designator cr44. Cr44 blew a hole in the pcb and damaged surrounding components.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy. This was observed during the daily testing of their device. The biomed further evaluated the device and shocked the device three times. The energy output of the first and second shock was within specification. However, during the third shock, a loud ¿pop¿ sound was heard. The biomed disassembled the device and observed that several capacitors were damaged on the therapy pcb assembly. The biomed was unsure if there was an energy output for the third shock. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use reported for this event.